Event description:
It was reported that the lead was capped due to high svc impedance of greater than 200 ohms. Repeated measurements brought the impedance down to 70 to 80 ohms. It was noted the patient has a history of falling. Further information received indicates that the lead failure was due to 1st rib/clavicle crush. Worn insulation was also reported with the lead return. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead was returned for analysis. Other: it was reported that the lead was capped due to high svc impedance of greater than 200 ohms. Repeated measurements brought the impedance down to 70 to 80 ohms. It was noted the patient has a history of falling. Further information received indicates that the lead failure was due to 1st rib/clavicle crush. Worn insulation was also reported with the lead return. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed: mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor; device was out of specification in a manner that relates to event, impedance, high, insulation, hole(s) in, lead(s), fracture of.